Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display lens was broken. Analysis also found that the upper and lower cases, one side bail cover, the ring cover and the battery drawer were broken, and that the lead flex cover was contaminated. It was noted that the cable returned with the generator passed continuity and visual inspection. (B)(4).

Event description:
The external pulse generator which was returned as a result of being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.